Manufacturer narrative:
The reported event that the patient required revision surgery due to discomfort could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
A final report was received of a retrospective data collection designed to collect safety and performance standard of care data on subjects previously implanted with the t2 alpha femur retrograde nailing system for femoral fractures per the indications for use. This stryker collaborative study included patients who met the inclusion criteria and data collection was performed on surgeries from august 2021 through april 2023. The research was conducted from january 2024 to april 2024 to capture the cases who had at least one year of follow-up and had periodical follow-ups in our hospital. The precise dates of the device-related adverse event (drae) at various timepoints were not reported and no further detailed information regarding complications was available. It is reported that 3 patients had screw back out with a removal of the distal screw due to discomfort. This is patient 3 out 3.